Event description:
The doctor reported that during a procedure, a single instance of chamber instability occurred, with a subsequent posterior capsule tear. A vitrectomy was performed and the case was completed. The doctor also stated that after the vitrectomy was done, error messages displayed on the system. The returned questionnaire stated there was no patient injury.

Manufacturer narrative:
The company service representative examined the system and found that the vitrectomy handpiece had a broken connector. He replaced the male pneumatics connector. The system was also checked and met specifications. The complaint history was reviewed and there were no other similar complaints reported for this system. The device history record was reviewed and there were no manufacturing issues during assembly/testing. Review of the returned questionnaire did not yield information to assist in determining the cause of the posterior capsule tear. The company service representative was able to confirm a broken vitrectomy handpiece connector; however, this was not related to the reported posterior capsule tear. The root cause of the reported system "pop-ups" is also unknown. The company service representative examined the system and found that it met specifications. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.